Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue with the pump. Customer technical support agent reviewed the basal and bolus deliveries and determined that they are correct and as programmed. No potential causes were identified for blood glucose issue or perceived inaccurate delivery issue. The reporter stated that they had lost confidence with the device. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not duplicated. Review of the black box data found that the last bolus and the last basal were delivered three days prior to the complaint date. Pump history showed that the pump was not in use between (B)(4) 2015. The total daily delivery add up correctly and reflect the users programmed basal rates. The pump powered up and functioned properly. The pump¿s delivery accuracy was found to be within specifications. A normal and an audio bolus were delivered and recorded properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without any issues.